Event description:
The patient called lifescan and alleged that their meter was prompting an error 2 message. Medical affairs spoke to the patient and obtained/verified the following information: the patient stated that they were unable to test on their meter for approximatley 1 week because of the error 2 message. The patient test their blood glucose four times day and takes two different types of insulin (70/30 and humalog-sliding scale, which is based on the results). The patient has been either walking dorn the street to the fire department or the fire department would come to their house to test their blood glucose. The patient stated that some of the results that they obtained were 186,197, and 318 mg/dl. They were taking their insulin after testing on the fire department's meter. No symptoms were reported. A replacement meter is being sent. This case is being documented as a product malfunction.